Manufacturer narrative:
G5: PMA/510(k) number corrected/updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor the patient reported that she went to the ER because there was 'electronic' going through her arm. Caller states she feels like she g ets shocked in her arm when she is talking on the phone. Caller states the shocking started 'like 2weeks ago'. The arm was also paining. Caller states the ER referred her to an orthopedic doctor. Caller does not know if shocking is coming from ins. During troubles hoot, the patient programmer showed that stimulation is on and set to 2.4. Additional information was received. The patient stated that the morning of the call when she went to the bathroom "it was very runny" so she wanted to increase. Caller states that her pp still shows 2.4v and she increased to 2.6v and still felt nothing. Caller then increased from 2.6v to 3.0v and is comfortable feeling stim. Caller redirected to follow up w/ hcp for the following reason: caller will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve. No further complications were noted or anticipated.